Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9, g3,g4,g7,h1,h2,h3 and h6. As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) had a leak in it, spraying out when they tried to re-inflate the balloon once everything was out of the patient¿s body. The physician noticed that the balloon was deflated. Manual pressure was held for 20 minutes and the patient was sent to post-anesthesia care unit (pacu) and discharged the following day. There was no reported patient injury. The physician went back and viewed the groin shot and noticed no calcium in the artery and the size of the artery was greater than 5mm. A 6f non-cordis sheath was used for closure. The mynx control was attempted for deployment. Upon the insertion of the device and locking the sheath catch in, the balloon was blown up and stopcock locked. From that moment, the physician pulled back on the mynx control until he would normally feel a stop from the balloon butting up against the inside wall of the arteriotomy providing temporary hemostasis. The physician noticed that he did not felt any resistance and the unknown sheath was already out of the body. The physician looked on the inflation indicator on the back of the handle and noticed that it was still up, so he kept backing out until everything came out all together. The type of procedure was diagnostic. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. An ultrasound was performed for access and a groin shot taken for verification. The vessel type was arterial. The vessel had no tortuosity. The stick location was at the center of the femoral head. There was nothing in the artery that the balloon would get caught on. The balloon lost pressure after being pulled through the arteriotomy. The patient¿s inr: was less than 1.5. The device was opened a sterile filed. The operator was trained to the mynx control device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 and button #2 were not depressed, the syringe was connected to the device with the stopcock open, the procedure sheath was locked on to the sheath catch, and the sealant was observed to have remained in the manufacturing position and exposed to blood as received. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, and the results revealed a leak in the balloon. Per microscopic analysis, a micro tear in the balloon of the returned device, approximately 3.5 mm from the balloon¿s proximal neck was revealed. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a micro tear in the balloon of the returned device, approximately 3.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) had a leak in it, spraying out when they tried to re-inflate the balloon once everything was out of the patient¿s body. The physician noticed that the balloon was deflated. Manual pressure was held for 20 minutes and the patient was sent to post-anesthesia care unit (pacu) and discharged the following day. There was no reported patient injury. The physician went back and viewed the groin shot and noticed no calcium in the artery and the size of the artery was greater than 5mm. A 6f non-cordis sheath was used for closure. The mynx control was attempted for deployment. Upon the insertion of the device and locking the sheath catch in, the balloon was blown up and stopcock locked. From that moment, the physician pulled back on the mynx control until he would normally feel a stop from the balloon butting up against the inside wall of the arteriotomy providing temporary hemostasis. The physician noticed that he did not felt any resistance and the unknown sheath was already out of the body. The physician looked on the inflation indicator on the back of the handle and noticed that it was still up, so he kept backing out until everything came out all together. Type of procedure was the mynx vcd used in was diagnostic. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer ,a ultrasound was performed for access and groin shot taken for verification. The vessel type was arterial .the vessel had no tortuosity. The stick location was at the center of the femoral head. There was nothing in the artery that the balloon would get caught on. The balloon lost pressure after being pulled to the arteriotomy. The patient¿s inr: was less than 1.5. The device was opened in sterile filed. The operator was trained to the mynx control device. The device will be returned for analysis.